Event description:
It was reported the patient was seen in the clinic due to their device alerting. The right ventricular (rv) pacing impedance was high and a fracture of the lead was found. The lead was explanted and replaced. During the explant of the right ventricular lead, the left ventricular (lv) lead dislodged due to adhesions between it and the rv lead. The lv lead was capped and replaced. The patient is a participant in the product surveillance registry clinical study and no patient complications have been reported as a result of this event.